Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The pre-dilatation sizing table located in the supera instruction for use lists a recommended minimum inflated balloon diameter of greater than 5.7 mm for a 5.0 mm supera stent. It was determined that the reported difficulties were use related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a totally occluded, heavily calcified proximal right superficial femoral artery (sfa) that had restenosed. About a year ago, the patient had a non-abbott stent implanted in the distal sfa. It was then decided that a 5.0x150mm supera stent be implanted in the proximal sfa into distal sfa. The supera stent was implanted but became elongated over the common femoral artery due to the vessel not being prepped properly. It was prepped with a 5mm balloon rather than a 5.6mm balloon per the instructions for use. It was decided that a cut-down surgery be performed to remove the elongated supera stent. A 5.0x100mm supera stent was used to successfully complete the procedure, after the vessel was prepped with a larger sized balloon. A final angiogram was performed and the physician was satisfied with the results. There was no adverse patient sequela reported. No additional information was provided.